Manufacturer narrative:
The device referenced in this report was not returned to olympus for evaluation. The root cause cannot be determined at this time. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The physician reported to olympus that patient underwent therapeutic hepatectomy using powerseal 5mm, 23cm, curved jaw sealer & divider, double-action. According to the physician, the patient did great and recovered well. Procedure was completed as planned using the same device. However, approximately 24-48 hours following surgery the patient presented with a bile duct leak requiring additional surgical intervention to drain the biliary leak. Details of the symptoms, draining intervention, patient's current condition and outcome of the procedure were requested but not available at the time of the report.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial/lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, a root cause could not be determined. The product was not returned to olympus for an evaluation. In addition, the customer has no knowledge of what device was used, nor was able to provide any additional information regarding the event. Olympus will continue to monitor field performance for this device.